Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. Prior to the event, the customer was feeling tried, and laid down to rest. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer als reported being hospitalized in 2010 for high blood glucose levels. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefor consider this report complete to the best of our knowledge.